Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The patient reported having a pre-existing skin condition that makes his skin very dry. The patient reported that due to that condition, the device caused an irritation with open wounds on his back. The patient's doctor instructed the patient to end use of the lifevest due to the irritation. The patient reported that the irritation healed after removing the device for a few days.